Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 9f delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During deployment of the left atrial disc, it was noticed the device had a bulbous deformation. The deformed device was never released from the delivery cable while inside the patient. The device would not return to the original proper shape and a decision was made to replace the device with a new 12mm amplatzer septal occluder. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The replacement 12mm amplatzer septal occluder was successfully implanted. The patient status was reported as stable.